Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted. Device received with broken battery tube threads, cracked reservoir tube lip and broken battery tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the piece of the battery cap was broke off and blank ring won't stay in and pump keeps alarming battery out limit. Customer was able to clear the alarm however not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.